Event description:
During laser turp, smoke was observed coming from laser scope. The physician complained of small burn to thumb. No adverse affect to pt. Upon completion of case, the laser device wouldn't come out of laser scope and wand (fiber) melted into scope. Device was sent to MFR.